Manufacturer narrative:
Unit passed active current test, sleep current test, displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus/thump. No pump error 43 or pump error 53 alarms noted during test. No pump error 43 or pump error 53 noted in pump history download. However, moisture damage noted to electronic assembly pcb1 board during visual inspection. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked display window. The p-cap/reservoir does lock properly. No pump error 43 or pump error 53 alarms noted during test or in pump download history. No power errors noted and passed all required testing. However, cracked display window was noted at center left of window. Confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor) and a pump error 53(software error detected). The customer also reported that the insulin pump rejected new batteries and there were cracks on the screen, making it difficult to read the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.